Manufacturer narrative:
A patient experiencing pain at pocket site was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the drg neurostimulator pocket site. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.